Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse found the closed tube sampling (cts) autoglass dispense tube fitting was broken at well connection. The fse repaired the tubing connection. The fse confirmed failure mode was a broken cts autoglass dispense tube fitting. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that they noticed a contained cap piercer leak on the unicel dxc 600i synchron access clinical system. The customer also reported receiving an instrument motion error message. Upon troubleshooting, the customer found a loose line connected to the cap piercer wash station that was leaking. A customer technical support (cts) instructed the customer to remove the large front cover to the closed tube aliquotter (cta) and tighten the fitting. The customer stated that fluid continued to leak and found that part of the closed tube sampling (cts) wash station was broken. No exposure or injury occurred due to the leak. The customer was wearing gloves and eye protection when the leak was discovered. The laboratory does have an emergency chemical spill plan in place. The customer does have access to material safety data sheets (msds). The msds were not reviewed by the customer. The customer stated that there were no erroneous results generated or reported.